Event description:
Information received indicates the pump was out of calibration.

Manufacturer narrative:
The pump was tested for volumetric accuracy and the pump did underdeliver by 6%. The pump was calibrated to resolve.